Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. See also mfg. Report no. 3004209178-2016-13021. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An health care professional (hcp) reported that the patient's implantable neurostimulator (ins) had depleted. On (B)(6) 2016 the manufacturer representative (rep) reported that they met with the patient and the patient stated that the battery had not worked for about one year. Antenna locate (al) feature was done to locate the battery, it had moved about four inches from original implant site. They tried using the charger to do a 60 minute trickle charge but the battery did not respond, it was in overdischarge mode. The cause for the depletion was not determined. The patient had a follow-up appointment on (B)(6) to get a surgical consult to determine removing the battery or replacing it. Other relevant medical history includes spinal pain and other chronic/intract pain (trunk/limbs).- additional information received from the patient reported the device was malfunctioning and had to be surgically removed and/or replaced; although, she hadn't made up her mind one way or the other. The device moved three (3) inches up the back, would not recharge at all, and was dead. She was in more pain from the device moving then she was before the implant. She regrets having devices put in. Additional information was received from the patient stating they had no clue as to what circumstances could have led to the reported ins issues. They met with a rep who could not help them. It was noted that now they needed even more surgery for their device. Information received from the representative reported being uncertain which of the consumer's two devices was the one that moved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.